Event description:
Reportedly, when a 10mm instrument was inserted through the trocar, the reducer seal disengaged from the instrument and fell inside the peritoneum. However, the surgeon retrieved the seal and completed the case. Pt status: no pt injury reported.